Manufacturer narrative:
Patient ID and weight not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received the investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - manufacturing location: (B)(4). Manufacturing date: 30.apr.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went in for a trauma next generation trochanteric fixation nail system procedure (tfna) on (B)(6) 2016. During the procedure a compression nut, guide sleeve, aiming arm and the aiming locking device were locked in place and would not disengage after the procedure. After a couple of attempts, the surgeon was able to disengage the parts and there was a surgical delay of approximately ten to fifteen (10-15) minutes. There was no additional medical intervention required and the procedure was successfully completed. There was no harm to the patient. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (buttress/compression nut, part number 03.037.016, lot number 9423638). The subject device was received with the complaint that the device was locking in place with three associated instruments intraoperatively and would not disengage after the procedure. After a couple of attempts, the surgeon was able to disengage the parts and there was a surgical delay of approximately 10-15 minutes. The subject device was received was received with no visible damage. It threads on to the guide sleeve, fits with the aiming arm clip, and disassembles from the construct without any difficulties. In the investigation, there were no issues with assembling and disassembling the guide sleeve and buttress/compression nut to the aiming arm. The complaint is unconfirmed. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.